Event description:
It was reported by the customer that on (B)(6) 2025, there was a system error code 255-16-275 where a patient was running multiple vasoactive and sedation medications. Without warning, the pcu started beeping because of a channel error and shut down. This stopped sedation, muscle relaxation, and vasoactive infusions to the patient. It was able to be switched out very quickly with the ECMO specialist and bedside rn. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: report source. Additional information: report source other, device manufacture date, imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported issue of error code 255.16.275 was not determined as no devices were returned for the investigation.

Event description:
It was reported by the customer that on 31jan2025 there was a system error code 255-16-275 where a patient was running multiple vasoactive and sedation medications. Without warning, the pcu started beeping because of a channel error and shut down. This stopped sedation, muscle relaxation, and vasoactive infusions to the patient. It was able to be switched out very quickly with the ECMO specialist and bedside rn. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that on (B)(6) 2025 there was a system error code 255-16-275 where a patient was running multiple vasoactive and sedation medications. Without warning, the pcu started beeping because of a channel error and shut down. This stopped sedation, muscle relaxation, and vasoactive infusions to the patient. It was able to be switched out very quickly with the ECMO specialist and bedside rn. There was patient involvement but no harm.